Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse locking mechanism blocked, insufficient/low power, sticky trigger and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check reverse locking mechanism, check for sticky trigger, check forward/reverse mode function and check power with the test bench. It was noted in the service order that the device was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).